Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods and dysfunctional uterine bleeding. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding / excessive bleeding/ unusual bleeding"), menorrhagia ("menorrhagia"), menstrual disorder ("unusual periods"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problems"), stress urinary incontinence ("urinary problems : stress urinary incontinence"), migraine ("migraines"), emotional disorder ("emotional issues") and urethral disorder ("urethral hypermobility") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, autoimmune disorder, neuromyopathy, stress urinary incontinence, migraine, weight increased, emotional disorder and urethral disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, menorrhagia, menstrual disorder, migraine, neuromyopathy, pelvic pain, stress urinary incontinence, urethral disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received- new event unusual periods was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods and dysfunctional uterine bleeding. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / excessive bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problems"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary problems : stress urinary incontinence"), migraine ("migraines"), emotional disorder ("emotional issues") and urethral disorder ("urethral hypermobility") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, stress urinary incontinence, migraine, weight increased, emotional disorder and urethral disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, menorrhagia, migraine, neuromyopathy, pelvic pain, stress urinary incontinence, urethral disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding / excessive bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods and dysfunctional uterine bleeding. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary problems : stress urinary incontinence"), migraine ("migraines"), emotional disorder ("emotional issues") and urethral disorder ("urethral hypermobility") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, stress urinary incontinence, migraine, weight increased, emotional disorder and urethral disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, menorrhagia, migraine, neuromyopathy, pelvic pain, stress urinary incontinence, urethral disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.